Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (200 mcg/ml at 50.06 mcg/day) and bupivacaine (25 mg/ml at 6.258 mg/day) via an implantable pump for non-malignant pain. It was reported that the patient thought the pump had flipped or moved in the pump pocket. There were no known external factors that contributed to the issue. The healthcare provider (hcp) stated the last pump refill was completed by one of their mid levels without any difficulty. They did not remember when that was exactly. A pocket revision occurred today in which the suture anchors were found to be intact upon opening the pocket. The pocket was revised and the pump was re-anchored prior to closing the pocket. The issue was resolved at the time of the report. The patient weighed 170 pounds at the time of the event and their medical history was unknown. The patient's status at the time of the report was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.